Event description:
On (B)(6), dr. (B)(6) started to implant response 6.0 into a patient. Due to patient health issues the case was aborted with about half the screws implanted. He then came back on (B)(6) and completed the surgery which included levels t2 to l2. On (B)(6), dr. (B)(6) revised the patient due to the lower set screws having fallen out. After exposing he found that nine of the lower 10 set screws were loose or missing. He was very concerned about the screws loosening farther proximal in the construct. He said he understands the bottom to loosening, but did not understand why they loosened the rest of the way up. He would like to talk to somebody about testing whether burning or cutting the rod insitu has the potential to loosen the rod.